Event description:
Additional information: it was later reported that the cause of death was natural due to hypoxic ischemic brain injury.

Event description:
It was reported that the pt passed away. Pump infused gablofen (baclofen) 2000 mcg/ml. Cause of death was unk. Pt did not have any recent refills or dose changes. Per the hcp (health care professional) pt did not suffer an overdose. Pt was admitted on (B)(6) 2011 and was experiencing fever and agitation. As of (B)(6) 2011, toxicology and neuropathology report results were awaited. It was unk whether the device was explanted.

Manufacturer narrative:
(B)(4).